Event description:
Related manufacturer reference number:2017865-2024-34926, related manufacturer reference number:2017865-2024-34929, related manufacturer reference number:2017865-2024-34931. It was reported that the patient is deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was dementia, oropharyngeal phase dysphagia, and chronic systolic diastolic heart failure.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the partial lead did not find any anomalies except for procedural damage.